Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the reload was assembled to the device and the device could not be recognized. It was found out that the shape of the reload was cracked. It was noted that the third reload was not recognized but the other reload was fine. They changed to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the reload was assembled to the device and the device could not be recognized. It was found out that the shape of the reload was cracked. It was noted that the third reload was not recognized but the other reload was fine.

Event description:
According to the reporter, during the procedure, the reload was assembled to the device and the device could not be recognized. It was found out that the shape of the reload was cracked. It was noted that the third reload was not recognized but the other reload was fine. They changed to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One reload was received with a cover tube installed backwards. Manufacturing engineering controls are in place to prevent this condition at assembly. These controls include a poke-yoke on the mandrel that is used for cover tube pre-assembly. If the cover tube is installed backward onto the mandrel, the assembly station will not cycle, preventing assembly. At the subsequent station, an automated vision system confirms that the proper cover tube is installed and that it is installed in the correct orientation. The system does this by identifying graphics on the cover tube. If an improper cover tube or improperly installed cover tube is detected, the assembly system will not complete the cover tube installation and the unit must be removed from the station and dispositioned into a reject reconciliation bin. With these controls in place, engineering has high confidence that every reload that is released for clinical use has the proper cover tube installed and in the correct orientation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to the cover tube being disassembled and reassembled onto the device after leaving control. If information is provided in the future, a supplemental report will be issued.